Event description:
It was reported that the ilet user¿s caregiver contacted support regarding concerns about the ilet insulin dosing algorithm providing minimal correction following a large carbohydrate meal that included a shake, fries, and a burger, after which blood glucose rose to 386 mg/dl. The agent explained that recent meal announcement dosing limits additional corrections to mitigate insulin stacking and reviewed the recommended 75% initial meal dose with a possible 25% additional dose if needed. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency treatment, no alerts or alarms, and completion of troubleshooting and education. Investigation included product technical support review of dosing behavior and user education on meal announcement strategy. Investigation of this case revealed that the device functioned as designed and that the hyperglycemia was attributable to underestimation of meal size relative to actual intake, leading to insufficient meal dosing within algorithmic constraints that prevent stacking. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcement and dosing strategy rather than a device malfunction.